Manufacturer narrative:
The t:slim g4 user guide states: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. Leaks around the luer-lock connection can result in under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 (mg/dl). Customer delivered a pump bolus to address bg levels. System check with tandem technical support indicated the pump was performing as expected; however, it was noted that customer disconnected the luer lock while pump was delivering insulin and observed insulin leaking out. Recommendation was made to keep luer connected.